Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to how they felt and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of disorientation and a loss of consciousness. The customer was unable to self-treat and a non-healthcare professional (non-hcp) provided fruit juice and biscuits for treatment. There was no report of death or permanent impairment associated with this event.